Manufacturer narrative:
Investigation summary: no batch number was provided for a DHR/qn review. No sample or photos were available for analysis. Investigation conclusion: root cause could not be determined based on description, and no sample was available for investigation.

Manufacturer narrative:
Medical device expiration date: unknown. No lot # provided. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use a bd integra¿ syringe with retracting needle was found with black particles on the needle. There was no report of injury or medical intervention needed.